Event description:
It was reported that the implantable neurostimualtor was moved from the patient''s back to the abdomen approximately four weeks before the report. The reason for the move of the device was not reported. No patient outcome was reported.

Manufacturer narrative:
(B)(4).